Event description:
Additional information received from the healthcare provider reported the other medications the patient was taking at the time of the event were baclofen 20mg 1 po tid, zanaflex 8mg tid, baclofen 10mg half po tid, and neurontin 1200mg tid. Telemetry was successfully completed after the batteries were changed in the programmer. The logs showed that the pump had restarted due to a start command.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial# (B)(4), implanted (B)(6) 2011, product type: accessory. Product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(4) .

Event description:
During the pump update, the programmer needed new batteries, so it shut off during the pump update. The pump went into stopped pump mode after the programmer shut off. The hcp (healthcare professional) updated the pump again and checked the logs. After the update, the logs were missing "pump restart due to restart command" message. The pump was saying it was in simple continuous mode. The hcp updated the pump again. The pump was updated successfully. The hcp wanted a new programmer. The batteries drained very quickly. This had happened twice in a very short amount of time. The hcp was using red duracell high energy batteries. The patient had no symptoms related to the event. The device system was delivering baclofen; it was thought to be the lioresal brand.